Event description:
Pacifier needs to be sterilized in boiling water for 5 minutes per instructions on bag, not ready for use out of bag. We have no ability to sterilize pacifier in boiling water in the unit. The green preemie pacifier does not require sterilization and states is ready to us out of bag. This orange one does not. Sonographer concerned that these are being used throughout the hospital.